Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005 dtba1d1 crt-d, implanted: (B)(6) 2016. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising threshold and reduced sensing was noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.